Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported medical intervention and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Omnipod dash insulin management system user guide model: 18320, 18296-eng-aw rev b 06/18, introduction/page xii. Warning: rapid-acting u-100 insulin: the omnipod dash¿ system is designed to use rapid-acting u-100 insulin. The following u-100 rapid-acting insulin analogs have been tested and found to be safe for use in the pod: novolog®, humalog®, or apidra®. Novolog and humalog are compatible with the omnipod dash¿ system for use up to 72 hours (3 days). Apidra is compatible with the omnipod dash¿ system for use up to 48 hours (2 days). Before using a different insulin with the omnipod dash¿ system, check the insulin drug label and consult your healthcare provider. Refer to the insulin labeling and follow your healthcare provider¿s directions for how often to replace the pod.

Event description:
It was reported a patient had been wearing a pod with off label use for longer than 48 hours. The patient had not filled the pod with insulin as the directed use but had filled the pod with calcium. The patient reports having low calcium while wearing the pod. The patient does not use insulin. The patients reported standard calcium level range is between 8.2-9.2. The patients reported their calcium level was 7.2 while wearing the pod. Once at the clinic the patient¿s blood work was completed and the patient was diagnosed with low calcium as well as hypoglycemia. As treatment, the patient¿s medication of calcium by the pod was increased and the patient was prescribed oral calcium as well as calcium patches. The patient was released from the clinic after 15 minutes. The following day while the patient had been wearing the same pod they had gone to their clinic for a second time with low calcium level of 7.2. The pod was being used for off label use as it was filled with calcium and not insulin. The patients blood work was completed and the patient was diagnosed with low calcium as well as hypoglycemia. The patients treatment provided was the same as the prior day. The patient¿s medication of calcium by the pod was increased and the patient was prescribed oral calcium as well as calcium patches. The patient was released from the clinic after 15 minutes.

Manufacturer narrative:
The returned device was evaluated and although the device was used for off label use as calcium was used instead of insulin, there is no indication of the device over delivering or a device failure. The device was inspected and no manufacturing defects were observed that would indicate the device to be over delivering. The downloaded data does not show any abnormalities during the run that would indicate an over delivery. There are safety mechanisms within the device to prevent the device from over delivering.